Manufacturer narrative:
Continuation of d10: product ID tm91scs2. Serial# (B)(6): product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that their device has not been working properly for days and they have been neglected by medtronic. Patient stated everything is charged, but when they go to increase or decrease the intensity nothing happens; patient commented they just can't dial it up and down. Patient stated all day sunday the device would not turn on at all and it was awful and they had no relief and could not get any help and might as well have been a paraplegic; patient added they were in so much pain sunday they couldn't walk by themself without assistance and couldn't think straight. Patient stated they are totally disabled and can't hardly walk and use a walker or cane and live in chronic pain and don't want to be neglected. Patient also stated they are sick of talking and sitting here in painand can't even drive right now as their device has not been working for days and they have been neglected. Patient stated they called their mdt rep,  sunday (patient later stated they texted rep around 10:30am sunday) and heard back late sunday evening from rep who patient stated got "an attitude" with them and later texted an apology at 5:39pm. Patient texted rep again on monday morning stating they had gotten the device to work but it still wasn't giving them the option to increase the intensity. Patient stated rep offered to call in a minute, but patient received no call. Patient stated they texted rep again this morning at 10:50am and rep responded they would be free in an hour or so. Patient seemed to indicate that rep had offered to meet them on monday at hcp office; however, patient stated they are not feeling well and was really sick and cannot drive. Patient stated they don't want to deal with this rep anymore and are very angry and need for this device to work or they will get an attorney. Patient stated they will go to jail or slap us with the biggest lawsuit we've had in our fucking life and added they have documentation with all of the excuses, apologies, and attitude as well as witnesses and will contact an attorney for malpractice because this is not right. Patient stated the next human being who calls their phone needs to get this device right or they will devote the rest of their week to getting an attorney. Patient also stated when the device is down the pain comes back with a vengeance. Agent attempted to ask clarifying questions and patient stated they have scanned the little white thing probably 30 times and it just keeps showing not found communicator. Agent had patient close all apps, reset communicator, enter communicator code manually, and connect successfully through the mystimrc app. Patient reported therapy was on and in group a. Agent reviewed best practices and sent email to the field, at patient request. Patient had requested someone reach out prior to eod. Agent did not assure patient of timeline, but did send follow up email to the field.